Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after receiving inappropriate anti-tachycardia pacing and shocks from the implantable cardioverter defibrillator. It was also reported that the patient was short of breath during the episode. Programming changes were suggested but not made.